Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the infusion tubing was "broken" unintentionally from the connector of the infusion set. No adverse event reported. The infusion set cannot be returned for legal and customs issues.